Event description:
Caller states that the pt tested 50mg/dl on the device and 34mg/dl on a lab taken at the same time. An hr later, the pt reportedly tested 52mg/dl on an additional device. The caller statest that there was possible alcohol contamination o the skin where the alcohol swab had been used immediately before the test. An additional comparison was reported where the device read 59mg/dl and an additional device tested 62mg/dl within minutes. A lab taken at the same time produced a result of 40mg/dl. No immetiate treatment was given to the pt, it is reported that 2-3 hrs later the pt was given a half ounce of formula. Qcs were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.